Event description:
Patient called lfs in 2004 alleging the meter would only prompt an not ok message while attempting to test. The patient reported no high or low blood glucose symptoms at the time of testing. Patient visited their physician, who tested their blood sugar, and obtained a result of 128 mg/dl. The patient was given 10 units of nph. The issue was not resolved with troubleshooting. There is no evidence of a serious injury. The meter was replaced for the patient. No further information has been reported.